Manufacturer narrative:
Gtin # (B)(4). Stryker endoscopy is filing on behalf of the legal manufacturer biocomposite because it was determinded that the event reported was a serious injury. The device manufacture date is not known at this time. Procinch adjustable loop implant, reverse tensioning 234-102-060 - "(B)(4)"; pkg assy, flexible guide pin qty 5 inside tube pkg 234-108-020 - "unknown". It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported the patient has an infection.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.¿ alleged failure: patient infection according to biocomposites it is not possible to confirm that the reported infection is attributed to the biosteon screw.

Event description:
It was reported the patient has an infection.